Event description:
When this ophthalmic microsurgical accessory pack was opened for use prior to a cataract extraction procedure, the needle included in the pack was missshaped. The pack was set aside and another pack was used for the procedure.